Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 108 mg/dl. The customer reported that they had problems with buttons and had press few times for reaction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with an unresponsive keypad and a blank display due to a corroded keypad trace. Unable to perform the self test, and displacement test due to unresponsive keypad.